Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 3 of 5. The technical service representative (tsr) assisted the home patient (hp). The hp stated that the supply bag fell and disconnected. The tsr had the hp cycle power and retrieve the cassette. The tsr advised the hp to notify the nurse of the alarm. Product surveillance contacted the nurse on (B)(6) 2011. The nurse stated that they spoke to the patient regarding the alarm. The nurse stated they did not continue therapy that night; they just ended it for the evening. The nurse stated therapy has been continuing fine without further problems. The nurse stated that the hp has corrected their setup so this situation does not reoccur. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available; therefore, baxter cannot determine the root cause. Since the lot number is unknown a batch review will not be performed.

Manufacturer narrative:
(B)(4). This report was confirmed. Based on information provided by the patient, the cause was identified as the supply bag disconnecting after falling. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).